Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 4 of 4. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The hp had disconnected and reconnected. They did not press stop. The hp did cap both lines. The tsr assisted the hp to cycle the power to a se 2367 (fail safe shut down). The tsr assisted in getting the therapy readings and in removing the cassette from the device. The hp would follow up with manual supplies and was advised to let their pd nurse know about the alarm. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report where the patient had disconnected and reconnected to the homechoice machine. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.